Event description:
Patient's representative reported "intracapsular rupture", "prostheses were withdrawn from the market because they were associated with incidence of a specific type of cancer", "nodule", "wrinkling" and anxiety, diagnosed via MRI and ultrasound. Nodule is considered not device related. Later patient's representative reported "implant capsule is absent, and the silicone is in direct contact with the tissues of the breast", "due to the apparent prolonged inflammation of glandular and subcutaneous tissues on the left, resulting from the rupture of the prosthesis, will require a new surgical approach", "physical and emotional pain", "breast pain in left breast, accompanied by noticeable swelling and stiffness", "probable migration of silicone to the axillary lymph node", " the liquid silicone did not present a defined plane in relation to the tissues", "fibrotic process", "cranial displacement of the implant, breasts are currently asymmetrical", "patient was afraid the silicone would enter bloodstream and cause an embolism, in addition to the stress". This record is for the left side. The device was explanted.

Manufacturer narrative:
This is a follow up report to a medwatch submitted under manufacture report number: 9617229-2021-56187. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformance's noted.